Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture, variable threshold values, and a decrease in the pacing impedance were noted on the right ventricular lead. No intervention was performed. The patient was stable and will continue to be monitored.